Manufacturer narrative:
Review of the patient file revealed that on 07 sep 2019 external (ac) power was removed from the driver. The external batteries then powered the driver until they were completely discharged. The internal battery then powered the driver until external power was again restored. Review of the driver's alarm history revealed, in sequence, external power removed notification, low external battery alarm, low external battery alarm, very low external battery alarm, emergency battery in use alarm and external power connected notification. Investigational testing was performed to evaluate the driver's ability to recognize, charge, and operate on external batteries. This testing used the external batteries returned from the customer as well as external batteries that have previously met performance requirements (test batteries). All test external batteries were at a proper charge level and were recognized by the driver. When ac power was connected, the batteries were recognized by the driver and test external batteries were shown to accept a charge. When ac power was removed, the test external batteries successfully powered the driver on their own. Furthermore, the two batteries returned with the driver were separately evaluated and found to be fully functional. The driver and its external batteries performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses low risk to the patient because the reported issue did not prevent the driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited an emergency battery in use alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup companion 2 driver.